Event description:
It was reported by a nurse that high impedance was received at a follow-up appointment during system diagnostics. There was no report of patient manipulation or trauma to the device. The patient's device was disabled due to the reported high lead impedance and was referred for x-rays. The last known system diagnostics were from the office visit of (B)(6) 2012. At the moment revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.